Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 3. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure that universal surgical manipulator (usm) 3 had repeated recoverable faults. The staff power cycled the system, but that did not resolve the issue. The staff continued the case with x3 arms. There were no reports of patient injury. Intuitive surgical, inc. (Isi) received the following additional information via follow up: the system powered up without errors. Once the error occurred, the decision was made to disable arm 3 and continue with the procedure. Post procedure, the system was restarted and the error went away. The system completed the self-test, and all blue lights were lit.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 3 for failure analysis investigation. The usm 3 was analyzed and in log review, the 1161 error was found indicating voltage fault on the usm axes controller, carriage (acc) printed circuit assembly (pca) confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto an in-house system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the carriage was inspected, and no faults could be identified. Although the error codes point to the usm, the probable root cause cannot be traced more specifically based on failure analysis, which was unable to replicate the issue during in-house testing.